Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation, this device exhibited a da error. The device check was successfully completed. Data analysis confirmed the error was corrected at the time of detection. No adverse patient effects were reported.